Manufacturer narrative:
Patient information was not given upon request.

Event description:
The customer reported error codes 1006, 1007, and 100a. These codes are collectively associated with a spi bus failure. The customer reported that the device was in clinical use at the time the issue was discovered, but there was no patient harm.